Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6)-old female plaintiff in united states on 25-oct-2016 who had essure (fallopian tube occlusion insert) implanted in 2012 for permanent birth control. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, chronic back pain, excessive hair loss, excessive rashes, excessive dental problems, and pain during intercourse. She has never experienced any of those conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On (B)(6) 2016, she underwent a hysterectomy to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a (B)(6)-old female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 years later, she underwent a hysterectomy to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain, chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, rash, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: ptc global number: 2016-054044. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received reporter information and medical history were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. This non-medically confirmed spontaneous case report is under litigation. It refers to a 31-year-old female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 years later, she underwent a hysterectomy to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on (B)(6) 2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a (B)(6)-year-old female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 years later, she underwent a a hysterectomy to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.